Event description:
Patient's first scheduled surgery was at 0838, procedure was axonics battery revision. Surgery ended at 0908 and patient was brought to day surgery. Postoperatively, md discovered that the battery had failed. He decided to bring the patient back to the or for replacement of axonics battery. Patient returned to the or at 1240, procedure ended at 1257. Patient notified the battery was not charging at home, had an office visit, question if the battery implanted had moved. Decision to bring to or. While in the or, axonics representative was able to connect to the battery successfully. This was done 4 times in the or. In post op, the representative was unable to connect. Discussed with patient and decision to replace battery entirely. Battery implanted by the end of last year. Supposed to last 15-20 years. Manufacturer response for sacral nerve stimulator, axonics rechargeable neurostimulator (per site reporter): waiting report. Sent by representative via fedex. Report takes 3-4 weeks to come back.